Event description:
It was reported that a patient, who had a ankle implants, had a 3d+ implant fail. The tibial component collapsed anteriorly 2.5 months out. The surgeon intends to revise to an inbone. The 3d+ implant remains implanted at this time. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.